Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer used the pump to bolus and syringe to treated high blood glucose. The customer was explained the 2 high blood glucose rule. Customer stated that he changed his sets/sites and still getting the no delivery alarms. Customer requested the pump be replaced. Customer was advised that we are sending replacement pump.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No excessive no delivery alarm noted. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.